Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. There were no anomalies noted.

Event description:
It was reported that during the implant procedure, there was high impedance between 2400 and 2600 ohms bipolar. The unipolar pacing impedance was around 550 ohms. The device was not implanted. No patient complications have been reported as a result of this event.